Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No numbers scrolling up were noted. The insulin pump had a broken belt clip slot at battery tube threads area, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, cracked case at display window corner and minor scratches on the lcd window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error, the numbers were perpetually scrolling and there was a crack near the battery compartment. Customer's blood glucose was 95 mg/dl. It was stated there was a splash of water that the insulin pump may have been exposed to. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.